Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. At this moment, there is no evidence to suggest this intervention has been scheduled. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. At this moment, there is no evidence to suggest this intervention has been scheduled. No adverse patient effects were reported. The device remains in service. Additional information was received indicating this device was explanted and replaced. No additional adverse patient effects were reported. The product is not available for return as it was retained by the explanting hospital as clinical practice.